Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative (rep) on 2016-02-09 reported that the patient had a previous surgery on the device. The patient presented to the health care professional (hcp) on (B)(6) 2016 with the following findings. The local hcp who checked the device told the patient that her impedance was 1800 ohms. She also had some protrusion from her anal area and pelvic pain. There was some protrusion from her anal area with bowel movements. The patient was told she had a hernia at the superior portion of the incision and a umbilicus on CT. The impression at the hcp was office: two or more chronic illnesses, poor controlled gastroparesis, and high impedance indicating disconnected or broken lead or loose retention screw. The patient had constipation by delayed colonic transit, an haugl1/o total colectomy, frequency-urgency syndrome, urinary retention, rectocele, and pelvic relaxation due to rectocele. The results of the testing and interrogation of the gastric electrical stimulator: ges settings - arrival departure, voltage - 5 volts, pulse width - 450 microseconds, rate - 55, cycle on - 2, cycle off - 3, and impedance - 7048 ohms. The leads were replaced on (B)(6) 2016 and the appropriate impedance was achieved. Impedance was in range at completion of the case (429 ohms). During the surgery, there were extensive adhesions of the abdomen. There was successful placement of a gastric pacer and leads. They also repaired the incisional hernia during the replacement surgery.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that the patient needed to have their leads tightened. There were no reported symptoms. It was first noticed that the leads needed tightening on (B)(6) 2016. The indication-for-use (IFU) was gastric and gastrointestinal/pelvic floor. No outcome, cause, or troubleshooting performed were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.